Event description:
I had a faulty short primary tubing that broke when I was setting up the tubing in the pump. I had just primed a hazard 2 drug and clicked the tubing into the pump and the bottom half of the tubing broke off. Thankfully the tubing was clamped which didn't result in a spill. Unsure of which lot number of tubing that broke since I threw away the packaging and opened a new package of tubing lot number of (10)25035311 & (10)25055572.